Manufacturer narrative:
This report is being submitted as the previous report was mistakenly filed under an MFR number with three leading zeros. The implants are being retained by the hospital, therefore no evaluation could be made of the devices. The device history records for the tibial and articular surface were reviewed for deviations and/or anomalies with no deviations/anomalies identified. Insufficient information was provided for the femoral implant, therefore device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility was reviewed of the components with no issues found. A definitive root cause for the patient¿s stiffness cannot be determined with the information provided.

Event description:
Revised due to stiffness.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Concomitant medical products: catalog #90597004010, nexgen cr articular surface, lot #61892824; catalog #00598004701, nexgen stemmed precoat tibial component, lot #61914685; manufactured at (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to mechanical issues and stiffness.